Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the healthcare provider reported that there was fifty percent or greater symptom reduction. The cause of the event was determined and no reprogramming was needed. An x-ray revealed a malposition of the generator probably two degree manipulation by patient. The x-ray finding showed a right-sided stimulator/probe projected over the posterior pelvis, the stimulator pack device was on the left. The patient experience loss of therapeutic effect which was gradual. The patient also experienced loss of stimulation. Repositioning generator was scheduled.

Event description:
It was reported that the patient had infection. The patient reports a loss of therapeutic effect. She had ms (multiple sclerosis)and the patient had to take a lot of steroids and ended up with a bladder infection about a month ago to 6 weeks ago, and that¿s when these problems started. The patient says that she started losing a little bit of control. The patient have had to change the programs a lot because, she was not getting as much anterior coverage as she was. It seems like everything was going back to the anus and in her buttocks. All these problems started after the bladder infection. When she get it turned up enough to get some anterior control, because of her ms, her toes will drop. The patient says that right now she had the most anterior control this morning that she have had, but when she walk. The patient on 1.7 on program 3, and it was not seeming to draw on my toes like program 1 did. She had an appointment with the hcp (healthcare provider) on (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0ke6f, implanted: 2014 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).